Event description:
Procedure: lavh. According to the reporter: following the closure of the vaginal cuff with the endostitch; the surgeon noticed after removing the device from the patient that the needle was broken. An x-ray was taken and the needle was not identified on x-ray. The surgeon decided to close the pt. After the procedure, the surgeon supervised the moping of floor where the missing piece of the needle was located on the floor.

Manufacturer narrative:
(B)(4).